Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but no information was obtained. However, if additional information becomes available or if the device is returned for evaluation, this report will be updated accordingly. The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported tip breaking from the distal end of the resection sheath could not be conclusively determined at this time. However, based on similar reported complaints related to the device and the reported event, the potential cause of the reported event can be attributed to added stress/forces applied to the ceramic insulation at the sheath¿s distal end. The instructions manual contains warning statements in effort to prevent damage to the device that states to "visually inspect the sheath's ceramic insulation at the distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock, or similar stress can result in damages of the ceramic insulation at the sheath's distal end. Damaged instruments can cause injuries of the patient and/or user. Do not use the instrument if damaged.¿

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the distal tip of the device partially broke off into multiple pieces inside the patient¿s bladder. The user facility reported they were unable to retrieve all the device fragments, however, there as no patient injury reported.